Manufacturer narrative:
(B)(4). The device was serviced on-site by a field service technician. This is an ancillary service event opened during investigation of (B)(4). The cause of the f-66 alarm was determined to be a defective printed circuit board assembly (pcba). No repairs have been performed. If any additional relevant information is received, a follow up MDR will be sent.

Event description:
During product service by a service technician, a flo-gard infusion pump was found to have an f-66 alarm. No additional information is available.